Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level dropped to 39 mg/dl. The customer had surgery on her abdomen area and although it was not diabetes related, because of the surgery the scar tissue in her body was not absorbing the insulin and causing her to bottom out. The customer was found passed out on the floor and her mother called the paramedics. They instructed her mother to give her a shot with a glucagon pen. When the paramedics arrived they went into her home and took her. The customer had passed out for about 4 hours before someone got to her. The customer experienced two more low blood glucose levels sometime last year and the paramedics were also called. The device was not returned.